Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analyses center (pac) and the technician could not confirm the reported issue of device cannot analyze rhythm. The device was tested with a defibrillator analyzer and was able to analyze and shock with no discrepancies. Analysis of the device electronic records shows that during the patient event, the device analyzed the patient rhythm 4 times prior to the customer powering the device off. The device log shows that the cprinsight (rosetta) was enabled, which enables the device to perform rhythm analysis without discontinuing CPR. During this analysis, the voice prompts do not alert the rescuer that analysis is being performed. No device failure observed. The root cause is user error.

Event description:
The customer contacted stryker to report that their device couldn't analyze rhythm during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The customer informed stryker that no further patient information is available. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device couldn't analyze rhythm during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however, there was no adverse patient outcome reported.